Event description:
It was reported that the paramedics had to respond because the customer had low blood glucose. The customer reported that they were walking outside the doctor's office and they got hit by a car. The customer was treated with intravenous drips and was admitted as an inpatient for medical treatment. The customer's blood glucose reading at the time of the hospitalization was 11 mg/dl. The customer stated that, on another occasion, they were asleep and their sister called the paramedics due to customer's low blood glucose. The customer was treated with intravenous drips at their house because they declined going to the hospital. The customer's blood glucose at the time of the phone call was 82 mg/dl. They were requesting a new insulin pump since their current device had numerous cracks. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.